Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. During the lead revision procedure [related manufacturer reference number: 3006705815-2025-05427]. It was discovered that the high impedances originated from the ipg. The ipg was explanted and replaced during the procedure.

Manufacturer narrative:
The reported observation of impedance issues against the returned ipg was confirmed based on the data in the ipg therapy delivery log showing multiple program status errors which can be caused by lead impedance issues. The root cause of the reported observation appeared to be due to fluid entering the lead port during a revision. During analysis, electrical testing, which included system impedance testing using a clinician programmer, showed the device exhibited normal impedance values when all the electrodes were loaded with a 500 ohm load and no load.